Event description:
The patient presented with syncope at follow-up. Interrogation revealed episodes of right atrial lead noise causing inappropriate automatic mode switching (ams). There were also episodes of crosstalk and undersensing observed on the lead. The lead has been explanted and replaced and the patient's condition is stable.

Manufacturer narrative:
The reported field events of lead noise, crosstalk, under-sensing, inappropriate mode switch, and high lead impedance were not confirmed in the laboratory. Electrical testing did not find any indication of fractures or internal shorts. The damages found are consistent with those incurred during the explant procedure.